Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-34; product lot number 0012580931; product type: heart valves; implant date na; explant date na product ID l-evolutfx-34; product lot number 0012570965; product type: heart valves; implant date na; explant date na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the transcatheter aortic valve evfxplus-34, an infold was observed in the capsule after the first recapture as the valve was not opening properly. The entire system was subsequently replaced with new devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: a4, b5 (second paragraph), and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the transcatheter aortic valve evfxplus-34, an infold was observed in the capsule after the first recapture as the valve was not opening properly. The entire system was subsequently replaced with new devices. No patient complications have been reported as a result of this event. Additional information was received indicating the following: a misload was not identified during the valve loading process; the valve was recaptured one time because it was positioned "too deep" in the left ventricular outflow tract during the deployment attempt; a procedural delay resulted from the infold since a second valve had to be loaded; and the patient's anatomy did not contribute to the infold.